Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Mlc-20 user's test strip had poor storage. (Kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 224 and 296 mg/dl. Customer was also concerned that results were erratic. The customer's expected fasting blood glucose test result range is 100 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored on the kitchen table. The test strip lot manufacturer's expiration date is 05/15/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 281mg/dl (B)(6) 2017 11:54 am fasting: yes; 224mg/dl (B)(6) 2017 08:59 am fasting: yes; 296mg/dl (B)(6) 2017 08:59 am fasting: yes; 146mg/dl (B)(6) 2017 07:32 am fasting: yes; 138mg/dl (B)(6) 2017 02:59 am fasting: yes. Memory concerns: 224, 296. Customer called concerning erratic results. Customer tested 2 times this morning, less than a minute apart and received readings with a 72 point difference. Customer is not using alcohol wipes and is using proper technique when testing.